Event description:
It was reported that on (B)(6) 2010, the 3.0 x 18 mm xience v stent was implanted to treat in-stent restenosis of a non-abbott stent in the proximal left anterior descending artery. The xience v stent was confirmed to be fully apposed to the vessel wall. Follow-up was performed on (B)(6) 2011 and there was no restenosis. On (B)(6) 2012, the patient experienced chest pain and was taken to the hospital. Angiography was performed, and thrombosis was observed in the proximal lad. The thrombosis was suctioned and a 3.0x18 vision was deployed for treatment; however, cardiac arrest was observed and a respirator used on the patient. The patient condition became worse; therefore, an intra-aortic balloon pumping (iabp) was performed and respirator was set through intubation. The patient remains hospitalized. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, cardiac arrest, respiratory arrest/compromise, and thrombosis, as listed in the instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.